Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) paclitaxel (interlink, vented) sets were leaking around the unspecified infusion pump piece. This issue was identified during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.